Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a bronchoscopy procedure with stent placement on (B)(6) 2011. According to the complainant, the patient had a 1cm malignant stricture within the bronchus. The patient anatomy was not noted to be tortuous. During the procedure, when the physician attempted to deploy the stent, the deployment suture would not release properly. The stent failed to deploy at all from the delivery system. The deployment suture did not break. The procedure was not completed due to this event. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "okay." Based on the investigation results, which indicate that the stent was returned partially deployed, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient weight is unknown, the patient was estimated to weigh (B)(6). (B)(4). A visual examination of the returned device found that the stent was partially deployed proximally by approximately 5mm. The deployment suture was wrapped around the shaft at the exchange port resulting in a severe kink in the shaft. During a functional analysis, the deployment suture was released and the stent was able to be deployed freely on the first attempt with no restrictions noted. No further issues were noted with the returned device. A review of the device history record (DHR) confirmed that this device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. The partial stent deployment is likely due to procedural/anatomical factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.